Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5064123) on 25-aug-2016. The most recent information was received on 02-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / worsening of pain over the past few weeks / cramping") and genital haemorrhage ("bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included colecalciferol (vitamin d), ibuprofen (motrin), methocarbamol (robaxin) and vitamin-b-komplex standard (super b complex). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), tenderness ("tenderness"), abdominal tenderness ("abdominal tenderness"), body temperature decreased ("low body temperature"), chills ("chills"), tremor ("shakes"), cold sweat ("clamminess"), adnexa uteri pain ("ovarian pain"), pain ("body aches"), back pain ("back pain"), abdominal distension ("bloating"), urinary tract infection ("many utis"), cholelithiasis ("gall stones"), dyspareunia ("pain during sex"), weight abnormal ("weight issues"), fatigue ("chronic fatigue since implantation"), swelling ("swelling"), pelvic mass ("unknown mass on pelvic wall near my uterus") and pelvic fluid collection ("pelvic fluid"). The patient was treated with surgery (she removed tubes 9 months ago) and surgery (she underwent hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, tenderness, abdominal tenderness, body temperature decreased, chills, tremor, cold sweat, adnexa uteri pain, pain, back pain, abdominal distension, urinary tract infection, cholelithiasis, dyspareunia, weight abnormal, fatigue, swelling, pelvic mass and pelvic fluid collection outcome was unknown. The reporter considered abdominal distension, abdominal tenderness, adnexa uteri pain, back pain, body temperature decreased, chills, cholelithiasis, cold sweat, dyspareunia, fatigue, genital haemorrhage, pain, pelvic fluid collection, pelvic mass, pelvic pain, swelling, tenderness, tremor, urinary tract infection and weight abnormal to be related to essure (ess205). The reporter commented: she would had that option at first rather than go through multiple surgeries. Concerning the injuries reported in this case, the following one was reported via social media: genital bleeding. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: content from medical records received via social media. Case classification updated to potentially legal. Case was incident. New event "bleeding" added."essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / worsening of pain over the past few weeks / cramping') and genital haemorrhage ('bleeding') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she went through pelvic exam, 2 hours of ultrasounds to find an unknown mass on her pelvic wall near her uterus accompanied by pelvic fluid. Concomitant products included ergocalciferol (vit d), methocarbamol (robaxin) and vitamin b complex (super b complex). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), tenderness ("tenderness"), abdominal tenderness ("abdominal tenderness"), chills ("chills"), tremor ("shakes"), cold sweat ("clamminess"), adnexa uteri pain ("ovarian pain"), pain ("body aches"), back pain ("back pain"), abdominal distension ("bloating"), urinary tract infection ("many utis"), cholelithiasis ("gall stones"), dyspareunia ("pain during sex"), fatigue ("chronic fatigue since implantation"), swelling ("swelling"), pelvic mass ("unknown mass on pelvic wall near my uterus"), pelvic fluid collection ("pelvic fluid"), endometriosis ("have endometriosis"), renal disorder ("kidney problems") and hypoaesthesia ("problems with hands going numb") and was found to have body temperature decreased ("low body temperature"), weight abnormal ("weight issues"), hormone level abnormal ("hormonal") and uterine leiomyoma ("fibroid"). The patient was treated with surgery (bilateral salpingectomy and she underwent hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, tenderness, abdominal tenderness, body temperature decreased, chills, tremor, cold sweat, adnexa uteri pain, pain, back pain, abdominal distension, urinary tract infection, cholelithiasis, dyspareunia, weight abnormal, fatigue, swelling, pelvic mass, pelvic fluid collection, endometriosis, hormone level abnormal, renal disorder and hypoaesthesia outcome was unknown and the uterine leiomyoma had resolved. The reporter considered abdominal distension, abdominal tenderness, adnexa uteri pain, back pain, body temperature decreased, chills, cholelithiasis, cold sweat, dyspareunia, endometriosis, fatigue, genital haemorrhage, hormone level abnormal, hypoaesthesia, pain, pelvic fluid collection, pelvic mass, pelvic pain, renal disorder, swelling, tenderness, tremor, urinary tract infection, uterine leiomyoma and weight abnormal to be related to essure (ess205). The reporter commented: she would had that option at first rather than go through multiple surgeries. Concerning the injuries reported in this case, the following one was reported via social media: genital bleeding, endometriosis, fibroid and hormonal imbalance. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media content received: events kidney problems and hypoesthesia added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / worsening of pain over the past few weeks / cramping') and genital haemorrhage ('bleeding') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin), methocarbamol (robaxin), vitamin b complex (super b complex) and vitamin d nos (vitamin d). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), tenderness ("tenderness"), abdominal tenderness ("abdominal tenderness"), chills ("chills"), tremor ("shakes"), cold sweat ("clamminess"), adnexa uteri pain ("ovarian pain"), pain ("body aches"), back pain ("back pain"), abdominal distension ("bloating"), urinary tract infection ("many utis"), cholelithiasis ("gall stones"), dyspareunia ("pain during sex"), fatigue ("chronic fatigue since implantation"), swelling ("swelling"), pelvic mass ("unknown mass on pelvic wall near my uterus"), pelvic fluid collection ("pelvic fluid") and endometriosis ("have endometriosis") and was found to have body temperature decreased ("low body temperature"), weight abnormal ("weight issues"), hormone level abnormal ("hormonal") and uterine leiomyoma ("fibroid"). The patient was treated with surgery (bilateral salpingectomy and she underwent hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, tenderness, abdominal tenderness, body temperature decreased, chills, tremor, cold sweat, adnexa uteri pain, pain, back pain, abdominal distension, urinary tract infection, cholelithiasis, dyspareunia, weight abnormal, fatigue, swelling, pelvic mass, pelvic fluid collection, endometriosis and hormone level abnormal outcome was unknown and the uterine leiomyoma had resolved. The reporter considered abdominal distension, abdominal tenderness, adnexa uteri pain, back pain, body temperature decreased, chills, cholelithiasis, cold sweat, dyspareunia, endometriosis, fatigue, genital haemorrhage, hormone level abnormal, pain, pelvic fluid collection, pelvic mass, pelvic pain, swelling, tenderness, tremor, urinary tract infection, uterine leiomyoma and weight abnormal to be related to essure (ess205). The reporter commented: she would had that option at first rather than go through multiple surgeries. Concerning the injuries reported in this case, the following one was reported via social media: genital bleeding, endometriosis, fibroid and hormonal imbalance quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-dec-2019: events from social media: endometriosis, fibroid and hormonal imbalance were added as events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5064123) on 25-aug-2016. The most recent information was received on 26-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / worsening of pain over the past few weeks / cramping') and genital haemorrhage ('bleeding') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she went through pelvic exam, 2 hours of ultrasounds to find an unknown mass on her pelvic wall near her uterus accompanied by pelvic fluid. Concomitant products included ergocalciferol (vit d), methocarbamol (robaxin) and vitamin b complex (super b complex). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), tenderness ("tenderness"), abdominal tenderness ("abdominal tenderness"), chills ("chills"), tremor ("shakes"), cold sweat ("clamminess"), adnexa uteri pain ("ovarian pain"), pain ("body aches"), back pain ("back pain"), abdominal distension ("bloating"), urinary tract infection ("many utis"), cholelithiasis ("gall stones"), dyspareunia ("pain during sex"), fatigue ("chronic fatigue since implantation"), swelling ("swelling/ swollen boobs"), pelvic mass ("unknown mass on pelvic wall near my uterus"), pelvic fluid collection ("pelvic fluid"), endometriosis ("have endometriosis"), renal disorder ("kidney problems"), hypoaesthesia ("problems with hands going numb"), premenstrual syndrome ("pms"), polymenorrhoea ("I was getting my period every 2 weeks a week at a time"), menorrhagia ("I was getting my period every 2 weeks a week at a time"), adenomyosis ("adenomyosis"), dyspepsia ("heartburn"), libido decreased ("low sex drive"), mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), hot flush ("hot flashes") and dysmenorrhoea ("last period was ridiculous pain") and was found to have body temperature decreased ("low body temperature"), weight abnormal ("weight issues"), hormone level abnormal ("hormonal") and uterine leiomyoma ("fibroid"). The patient was treated with surgery (bilateral salpingectomy; hysterectomy and she underwent hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, tenderness, abdominal tenderness, body temperature decreased, chills, tremor, cold sweat, adnexa uteri pain, pain, back pain, abdominal distension, urinary tract infection, cholelithiasis, dyspareunia, weight abnormal, fatigue, swelling, pelvic mass, pelvic fluid collection, endometriosis, hormone level abnormal, renal disorder, hypoaesthesia, premenstrual syndrome, polymenorrhoea, menorrhagia, adenomyosis, dyspepsia, libido decreased, mood swings, anxiety, depression, hot flush and dysmenorrhoea outcome was unknown and the uterine leiomyoma had resolved. The reporter considered abdominal distension, abdominal tenderness, adenomyosis, adnexa uteri pain, anxiety, back pain, body temperature decreased, chills, cholelithiasis, cold sweat, depression, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, genital haemorrhage, hormone level abnormal, hot flush, hypoaesthesia, libido decreased, menorrhagia, mood swings, pain, pelvic fluid collection, pelvic mass, pelvic pain, polymenorrhoea, premenstrual syndrome, renal disorder, swelling, tenderness, tremor, urinary tract infection, uterine leiomyoma and weight abnormal to be related to essure (ess205). The reporter commented: she would had that option at first rather than go through multiple surgeries. Concerning the injuries reported in this case, the following one was reported via social media: genital bleeding, endometriosis, fibroid and hormonal imbalance quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / worsening of pain over the past few weeks / cramping') and genital haemorrhage ('bleeding') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she went through pelvic exam, 2 hours of ultrasounds to find an unknown mass on her pelvic wall near her uterus accompanied by pelvic fluid. Concomitant products included ergocalciferol (vit d), methocarbamol (robaxin) and vitamin b complex (super b complex). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), tenderness ("tenderness"), abdominal tenderness ("abdominal tenderness"), chills ("chills"), tremor ("shakes"), cold sweat ("clamminess"), adnexa uteri pain ("ovarian pain"), pain ("body aches"), back pain ("back pain"), abdominal distension ("bloating"), urinary tract infection ("many utis"), cholelithiasis ("gall stones"), dyspareunia ("pain during sex"), fatigue ("chronic fatigue since implantation"), swelling ("swelling"), pelvic mass ("unknown mass on pelvic wall near my uterus"), pelvic fluid collection ("pelvic fluid"), endometriosis ("have endometriosis"), renal disorder ("kidney problems"), hypoaesthesia ("problems with hands going numb"), premenstrual syndrome ("pms"), polymenorrhoea ("I was getting my period every 2 weeks a week at a time"), menorrhagia ("I was getting my period every 2 weeks a week at a time"), adenomyosis ("adenomyosis") and dyspepsia ("heartburn") and was found to have body temperature decreased ("low body temperature"), weight abnormal ("weight issues"), hormone level abnormal ("hormonal") and uterine leiomyoma ("fibroid"). The patient was treated with surgery (bilateral salpingectomy; hysterectomy and she underwent hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, tenderness, abdominal tenderness, body temperature decreased, chills, tremor, cold sweat, adnexa uteri pain, pain, back pain, abdominal distension, urinary tract infection, cholelithiasis, dyspareunia, weight abnormal, fatigue, swelling, pelvic mass, pelvic fluid collection, endometriosis, hormone level abnormal, renal disorder, hypoaesthesia, premenstrual syndrome, polymenorrhoea, menorrhagia, adenomyosis and dyspepsia outcome was unknown and the uterine leiomyoma had resolved. The reporter considered abdominal distension, abdominal tenderness, adenomyosis, adnexa uteri pain, back pain, body temperature decreased, chills, cholelithiasis, cold sweat, dyspareunia, dyspepsia, endometriosis, fatigue, genital haemorrhage, hormone level abnormal, hypoaesthesia, menorrhagia, pain, pelvic fluid collection, pelvic mass, pelvic pain, polymenorrhoea, premenstrual syndrome, renal disorder, swelling, tenderness, tremor, urinary tract infection, uterine leiomyoma and weight abnormal to be related to essure (ess205). The reporter commented: she would had that option at first rather than go through multiple surgeries. Concerning the injuries reported in this case, the following one was reported via social media: genital bleeding, endometriosis, fibroid and hormonal imbalance. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received : reporter added. Events added- premenstrual syndrome, polymenorrhoea, menorrhagia, adenomyosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5064123) on 25-aug-2016. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / worsening of pain over the past few weeks / cramping') and genital haemorrhage ('bleeding') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she went through pelvic exam, 2 hours of ultrasounds to find an unknown mass on her pelvic wall near her uterus accompanied by pelvic fluid. Concomitant products included ergocalciferol (vit d), methocarbamol (robaxin) and vitamin b complex (super b complex). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), tenderness ("tenderness"), abdominal tenderness ("abdominal tenderness"), chills ("chills"), tremor ("shakes"), cold sweat ("clamminess"), adnexa uteri pain ("ovarian pain"), pain ("body aches"), back pain ("back pain"), abdominal distension ("bloating"), urinary tract infection ("many utis"), cholelithiasis ("gall stones"), dyspareunia ("pain during sex"), fatigue ("chronic fatigue since implantation"), swelling ("swelling/ swollen boobs"), pelvic mass ("unknown mass on pelvic wall near my uterus"), pelvic fluid collection ("pelvic fluid"), endometriosis ("have endometriosis"), renal disorder ("kidney problems"), hypoaesthesia ("problems with hands going numb"), premenstrual syndrome ("pms"), polymenorrhoea ("I was getting my period every 2 weeks a week at a time"), menorrhagia ("I was getting my period every 2 weeks a week at a time"), adenomyosis ("adenomyosis"), dyspepsia ("heartburn"), libido decreased ("low sex drive"), mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), hot flush ("hot flashes") and dysmenorrhoea ("last period was ridiculous pain") and was found to have body temperature decreased ("low body temperature"), weight abnormal ("weight issues"), hormone level abnormal ("hormonal") and uterine leiomyoma ("fibroid"). The patient was treated with surgery (bilateral salpingectomy; hysterectomy and she underwent hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, tenderness, abdominal tenderness, body temperature decreased, chills, tremor, cold sweat, adnexa uteri pain, pain, back pain, abdominal distension, urinary tract infection, cholelithiasis, dyspareunia, weight abnormal, fatigue, swelling, pelvic mass, pelvic fluid collection, endometriosis, hormone level abnormal, renal disorder, hypoaesthesia, premenstrual syndrome, polymenorrhoea, menorrhagia, adenomyosis, dyspepsia, libido decreased, mood swings, anxiety, depression, hot flush and dysmenorrhoea outcome was unknown and the uterine leiomyoma had resolved. The reporter considered abdominal distension, abdominal tenderness, adenomyosis, adnexa uteri pain, anxiety, back pain, body temperature decreased, chills, cholelithiasis, cold sweat, depression, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, genital haemorrhage, hormone level abnormal, hot flush, hypoaesthesia, libido decreased, menorrhagia, mood swings, pain, pelvic fluid collection, pelvic mass, pelvic pain, polymenorrhoea, premenstrual syndrome, renal disorder, swelling, tenderness, tremor, urinary tract infection, uterine leiomyoma and weight abnormal to be related to essure (ess205). The reporter commented: she would had that option at first rather than go through multiple surgeries. Concerning the injuries reported in this case, the following one was reported via social media: genital bleeding, endometriosis, fibroid and hormonal imbalance. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Events¿ libido decreased, mood swings, anxiety, depression, hot flush, and dysmenorrhoea ¿ were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report